Manufacturer narrative:
Concomitant medical products: dtbc2d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had exhibited high and fluctuating impedances and the threshold increased as well. The lv lead was reprogrammed and the impedance and threshold seemed to stabilize. The lv lead remains in use. No patient complications have been reported as a result of this event.